Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. The mayfield infinity skull clamp (a2114) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. Unit received with the left and right pawls worn, and without the pedi rocker arm of the suit case. Both parts need to be replaced along with general maintenance and cleaning. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield infinity skull clamp (a2114) was not locking. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.